Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(6). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified invalid syringe size. During the functional testing was unable to duplicate the invalid syringe size during the syringe test. All the reading of sizes and position within the required specifications. The root cause of the issue was a result of customer trying to load an uncharacterized / unapproved syringe causing the customer's reported alarm. Replaced bottom case. Performed preventative maintenance and all functional tests which passed.

Event description:
It was reported that the pump did not recognize the plunger or the syringe. No patient injury was reported.